Event description:
It was reported that when the banding was turned up to maximum on a colonovideoscope, a part of the image was lost. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed and found image noise occurred. In addition, the following reportable malfunctions were identified during the device evaluation: jet tube had foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the part of the image was lost, and image noise occurred due to damage on the charged coupled device unit. Additionally, the jet tube had foreign object, it is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.